Event description:
It was reported that a "battery malfunction" occurred. No further information was provided at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the pump was replaced.